Event description:
Additional information received that the pig tail catheter was withdrawn through the ascending aorta. The direction of dislodgement was aortic. Prior to valve dislodgement, the valve was at its target implant depth. After valve dislodgement, the valve was no longer in the annulus plane or cusp. Safari s guidewire was used. Ischemic stroke was confirmed by computed tomography (CT) on the same day. Per the physician, the stroke was related to the valve with high probability, however the exact cause of the stroke is not known. Conservative treatment was performed for the stroke. The patient was discharged to a neurological rehabilitation clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a native bicuspid valve, an existing aneurysm of the ascending sinus, post-thoracic endovascular aortic repair (tevar) distal to the left subclavian artery with dissection and indication for distal dilatation. The patient's annulus was very small in relation to the sinus and ascending aorta. The left ventricular outflow tract (lvot) was even smaller, with a supra-annular intercommissural (ic) distance of around 22mm. Left trans-axillary access was used, and a pre-dilation was performed with an 18mm balloon. The valve was implanted at an acceptable height, then dislodged on release. The valve was snared via the common femoral artery, and a second pre-dilation was performed with a 20mm balloon. A second valve (23mm sapien s3) was implanted. Finally, the dislodged valve was snared again using two snare devices via the common femoral artery and left trans-axillary artery, with sufficient fixation in the area of the aortic arch. The valve was left with a good result, however the patient suffered a stroke relevant to the procedure. No additional adverse patient effects were reported.